Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for breaks off during use pen in lot # 6110630. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 31g 8mm experienced the cannula breaking off or pulling out during use. The patient also sought medical intervention by consulting with their physician, making this complaint a serous injury. The outcome of the patient's medical consultation has not been specified. The following information was provided by the initial reporter: material no.: 320881 batch no.: 6110630. Verbatim: consumer reported needle broke off in leg during injection. Consumer noticed the needle was there during flow check. Completed injection and when he tried to remove the needle notice it was missing. The site injected into was his leg. Denied reuse of needles. Did not seek medical attention. Claims site feels fine. Might call his doctor or insurance company to see what he should do. Lot #: 6110630. Catalog#: 320881. Date of event: (B)(6) 2020. Samples available yes sending mailing kit.